Manufacturer narrative:
This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the 483 issued november 26, 2013 to smith & nephew, inc. Fei no: (B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys ez plus. This complaint is deemed inconclusive; an evaluation was not possible as the devices were not returned. Since, the negative pressure therapy involves various elements within a system (i.e. Pump, canister, soft port etc.), it is difficult to determine and assign a definitive root cause of the complaint described without a device and dressing kit evaluation. Review of complaints history for renasys ez pumps serial #¿s (B)(4) indicates no other issues reported. Typically, pooling of exudate or dressing saturation is created by partial blockage caused by clotting at the head of the soft port or buildup of blood clots/exudate inside the wound filler (foam/gauze) and/or the soft port fluid handling pathway. Most likely the pump did not alarm because the system was still reaching vacuum in presence of partial blockage, this is supported by the information provided which indicates a multiple bridging technique was used to join five (5) treated wounds (large bilateral fasciotomies on the forward-right and back-left sides of the left thigh, large bilateral fasciotomies on the right and left sides of the left calf and a small, high output groin wound) to combinations of one (1) and two(2) renasys ez plus device. Furthermore, per the instructions for use (IFU) for renasys dressing kits with soft port the bridging technique the maximum distance recommended for bridging is 10 inches (25.4 cm) the distance between the wounds was not specified. Also, per renasys ez plus IFU the recommended pressure setting is -40mmhg to -120mmhg, based on the data provided the npwt therapy was initially started at a pressure setting of -80mmhg and subsequently increased up to -160mmhg, outside the recommended settings. Smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.

Event description:
Failure to alarm: per reports from (B)(6), the wound care nurse, on (B)(6) she found the patient¿s dressing on (B)(6) were lifted and leaking with no alarms triggering.